Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the health of the bone and gums which support the teeth may be impaired or aggravated" and "the length of the roots of the teeth may be shortened during orthodontic treatment, which may become a threat to the longevity of the teeth". The treating doctor shared that the potential root cause could be the treatment plan movements with potential root lesions. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the invisalign product was being used.

Event description:
The patient reported that the core of tooth #19 fell out, but unknown if the root has been extracted. The patient did not report requiring any medical intervention to alleviate the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment was discontinued on 09/25/2023 and the patient is currently asymptomatic.